Manufacturer narrative:
Section d3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was reaching end of service. It is unknown if this occurred prematurely. Surgical intervention was undertaken to address the issue, wherein the ipg was explanted and replaced. Therapy was restored post-op.